Event description:
Reporter stated that high lead impedance readings were obtained when performing systems diagnostics on a patient's device. An elective replacement indicator was obtained on the most recent diagnostics. X-rays were taken and reviewed by the surgeon who identified a lead break. The x-rays were not sent to the manufacturer for review. The patient underwent revision surgery, and the explanted lead was returned to the manufacture for analysis, however, device evaluation has not been completed at this time. During revision surgery, no obvious signs of damage were observed with the lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.